Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia while using a g7 sensor and an infusion set (6 mm, 23 in) without observed leaks, interruptions, or pump alarms, and they did not confirm glucose with a fingerstick; the user attributed the high glucose to a delay in changing supplies and administered a manual insulin injection, after which they were advised to remain disconnected from the pump for at least two hours. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device malfunction or alarm activity and no confirmed infusion set or pump hardware issue, with the event likely related to supply change delay and off-pump insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear.